Event description:
The customer contact reported the device alarmed with a s233 (overtemperature-psc) malfunction alarm coe. The pump was returned to the biomedical department with a report of a 233 malfunction alarm code and a noisy fan during clinical use. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted to the device history. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.